Event description:
While the surgeon was performing an arthroscopic procedure to the patient's knee, scapel blade, model number 11, came off the blade handle and had to be retrieved from patient's knee joint. While the blade was being removed from the knee joint, the blade broke into three pieces. All three pieces were recovered.